Event description:
It was reported that an orbera bib intragastric balloon system was implanted into the patient on (B)(6) 2023. The patient experienced post-food vomiting, and abdominal pain on august 01, 2023. After an abdominal x-ray was done on (B)(6) 2023, air-fluid levels were detected within the intragastric balloon. The orbera balloon was explanted on (B)(6) 2023. During explantation of the orbera bib intragastric balloon system, the balloon was found to be hyperinflated. The procedure was completed and there were no other patient complications as a result of this event. No additional treatment was required for this event. Note: it was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is placed in the stomach and filled with sterile saline. The device has not been returned.

Manufacturer narrative:
Block h6: medical device code a1406 is being used to capture the reportable event of hyperinflation. Patient code e1002 is being used to capture the reportable event of abdominal pain. Patient code e1032 is being used to capture the reportable event of vomiting. Impact code f2202 is being used to capture the reportable event of endoscopic procedure. Impact code f2203 is being used to capture the reportable event of imaging required. Device evaluation: during the analysis it was found that the balloon was found with a large hole and rolled inwards. The balloon was not able to be analyzed, although it was confirmed the balloon was deflated. Also, it was found that the balloon was discolored from methylene blue. According to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Manufacturer narrative:
Block h6: medical device code a1406 is being used to capture the reportable event of hyperinflation. Patient code e1002 is being used to capture the reportable event of abdominal pain. Patient code e1032 is being used to capture the reportable event of vomiting. Impact code f2202 is being used to capture the reportable event of endoscopic procedure. Impact code f2203 is being used to capture the reportable event of imaging required.

Event description:
It was reported that an orbera bib intragastric balloon system was implanted into the patient on (B)(6), 2023. The patient experienced post-food vomiting, and abdominal pain. After an abdominal x-ray was done on (B)(6), 2023, air-fluid levels were detected within the intragastric balloon. The orbera balloon was explanted on (B)(6), 2023. During explantation of the orbera bib intragastric balloon system, the balloon was found to be hyperinflated. The procedure was completed and there were no other patient complications as a result of this event. No additional treatment was required for this event. Note: it was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is placed in the stomach and filled with sterile saline.